Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure in (B)(6) 2013. The patient underwent their first bronchial thermoplasty treatment to the right lower lobe of the lung in (B)(6) 2013. The procedure was completed successfully. On (B)(6) 2013, the patient was seen in the emergency room with complaints of pneumonia and admitted. X-rays and a CT scan were performed, and the patient was diagnosed with pneumonia and an abscess in the right lower lobe. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however the patient was reported to be over the age of 18. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.